Event description:
It is reported that a customer experienced high blood glucose but was at 82 mg/dl at the tine of the call. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.